Manufacturer narrative:
Humidifier ds6hflg (sn (B)(6)).

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged headache, breathing problems, dizzy and lightheaded. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found air inlet fine filter had dark gray contamination on it. Unknown dust-like contamination at the air inlet, right panel assembly, ui (users interface) knob area, top of pca. Unknown corrosion on pca copper edge pins. Dust-like contamination on the top of the blower box lid, blower motor, inside of the bottom enclosure and on top of some of the sound abatement foam. Potential mineral deposits on the blower box, blower motor, indicating potential water ingress. Tiny dust-like fibers contamination on the inside of blower box, bottom of the enclosure. Air inlet seal had yellowed and there was white dust-like contamination on it. The manufacturer also received humidifier. An internal visual inspection of the humidifier was completed by the manufacturer and found water tank had black spots inside of it that is consistent with bio contamination or mold. Dust-like contamination on outlet port of the side panel, bottom of the enclosure and the heater plate. Flip lid seal had black spots consistent with bio contamination or mold. The inside bottom of the enclosure had unknown white and brown dust-like contamination and tiny fibers or hairs in it. Also, there was unknown dark brown dried stains in the bottom of the enclosure. Unknown dead insects found inside bottom of the enclosure. The manufacturer found there was no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 1error. The manufacturer concludes multiple contamination of dirt, dust, gray contamination black spot, fibers, insects found were external to the device and water ingress in consistent with blower. The manufacturer concludes there was no evidence of sound abatement foam degradation.